Event description:
It was reported the patient experienced minor surging. The patient did not indicate there was an injury associated with the surging. A new antenna was sent to the patient. No further complications were reported. Additional info has been requested from the hcp, but was not available as of the date of this report.